Event description:
It was reported that a spectrum pump alarmed constant air in line error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constant error in line error" was not reproduced. The evaluator was able to successfully load a set and the air-in-line testing passed. The event history log (ehl) review was performed and revealed multiple reload set messages "tube not properly loaded in the air detector". A single occurrence of air-in-line was experienced. The event history log cannot determined if the alarm was true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The issue was determined to be a reload set alarm. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.